Manufacturer narrative:
The manufacturer received information alleging the battery inside is beeping and the screen is blank on the device. There was no harm or injury reported. A philips remote service engineer (rse) assisted the customer with this issue. The customer informed the philips rse that the device will not power up via any of the power source at all. The device was returned for evaluation. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The error logs were not obtained for this issue. The service technician evaluated and determined the display printed circuit assembly (pca) board had failed on the device. The device's display pca board was replaced to address the issue. After the part was replaced on the device, the software version was flashed onto the device. Additional findings not related to the malfunction/issue was the performance verification passed on the device, however the fio2 sensor had failed, and the customer was advised to acquire a replacement for this device. The battery cycle was carried out on both internal and detachable batteries and passed.

Event description:
The manufacturer received information alleging the battery inside is beeping and the screen is blank on the device. There was no harm or injury reported. A philips remote service engineer (rse) assisted the customer with this issue. The customer informed the philips rse that the device will not power up via any of the power source at all. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.